Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty at l1, the ibt (inflatable balloon tamp) was unable to be inserted down the cannula. It was reported that the balloon may have been inflated prior to insertion and the physician noted that the shaft of the ibt appeared bent. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
Product analysis : complaint return ibt partially inflated as received. Apparent blockage in the cannula rendered the instrument unable to be inflated or deflated, preventing further functional evaluation of the balloon. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.